Event description:
As reported: "2.5 mm x 450mm drill bit (703966) broke off during drilling in the pubic ramus and was not retrieved. Lot # (ku90298). Drill was bending at extreme angle prior to breakage. The drill bit was not retrieved because it would have done more harm to the patient attempting to retrieve it. It was fully contained in the bone. There was no patient impact and no surgical delay. The procedure continued without further incident and concluded with a positive outcome for both surgeon and patient."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The event description states that: "drill was bending at extreme angle prior to breakage." Based on this statement, the likely root cause can be attributed to be user related. The failure was likely caused by the bending of the drill during use under a power tool, which applies significant forces on the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "2.5 mm x 450mm drill bit (703966) broke off during drilling in the pubic ramus and was not retrieved. Lot # (ku90298). Drill was bending at extreme angle prior to breakage. The drill bit was not retrieved because it would have done more harm to the patient attempting to retrieve it. It was fully contained in the bone. There was no patient impact and no surgical delay. The procedure continued without further incident and concluded with a positive outcome for both surgeon and patient."